Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges, consumer alleges his chair was spinning and consumer allegedly ran into a wall.

Manufacturer narrative:
The returned motors could not be correlated as the cause of the alleged event.

Event description:
Provider alleges, consumer alleges his chair was spinning and consumer allegedly ran into a wall.